Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the mother board on the programmer was defective. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reporeted that the mother board on the programmer was defective. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a defective motherboard. However, with additional information from the representative an issue of the programmer not identifying devices was confirmed. The programmer had intermittent interrogation and moving the radiofrequency (rf) connector caused telemetry to start and stop and therefore the link electronic module board was replaced and calibrated to resolve.